Event description:
It was reported the pump alarmed primary audible alarm bgnd. No patient injury reported.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.